Manufacturer narrative:
Product was not returned. All made attempts indicated that the customer would not go through the garbage to sort out the alleged sets; therefore, the alleged sets could not be returned for the investigation.

Event description:
Information received from (B)(6) call indicates that the medication backs up into the tubing causing pump to alarm door open or set not installed. No injury or medical intervention reported.